Event description:
Philips received a complaint on the heartstart mrx device indicating that the device will not perform the self test. There was no patient involvement.

Manufacturer narrative:
The device was evaluated onsite, the fse replaced the alternative current (ac) adapter resolving the issue. The faulty component is not expected for return. The device was returned to full functionality and returned to service. Based on the information available, the cause of the reported problem was component failure. The reported problem was confirmed.